Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the tip of the drill (hx1.25d) fractured. Another instrument was used to complete the procedure.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A hx1.25d was received. Visual inspection of the returned product found that the tip of the device was deformed. No additional testing was performed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: review of the instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) identified information regarding reported implant fracture under section title contraindications, warnings and breakage. Complainant reported that the tip of the drill fractured. The reported malfunction event was confirmed through visual and physical inspection of the returned product. A root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change 'no' to 'yes.'

Event description:
No further event information is available at the time of this report.